Manufacturer narrative:
The customer's strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. "Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The customer had pressed their fingertip lightly and had used a previously used needle for the fingertip puncture. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing. Occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable low inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.2 inr and within 7 hours the laboratory result was 3.18 inr. The customer's therapeutic range is 2.5 - 3.5 inr.